Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:26:15. During night drain cycle five, the patient's ultrafiltration reading was 2625ml, indicating the home patient (hp) drained 2425ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. The homechoice and homechoice pro apd systems patient at-home guide states "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the labeling for the product will be conducted. Should any additional relevant information be obtained from this review, a supplemental report will be submitted.